Event description:
The complainant reported that the clinicians were implanting an obtryx halo sling system in a female, pt. According to the complainant, during the procedure the tape did not attach and did not advance. It then broke off before the doctor could get it attached. The physician successfully completed the procedure with another obtryx halo sling system. The complainant reported that there were no pt complications as a result of the problem and the pt's condition was fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.